Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported leaking from pilot balloon during patient use. The patient's father continued to use the tube by using an adhesive. Later at an unspecified date, the patient was re cannulated at a hospital. No patient harm was reported. The customer reported that tube was checked prior to use.